Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024. It was reported that the patient¿s cgm was reading 86 mg/dl and the bg meter was reading 113 mg/dl. No patient symptoms were reported. The patient¿s finance called an ambulance due to the inaccuracy. Ems arrived and transported the patient to the ER. Once at the ER, the patient¿s bg meter reading was taken, however, the patient could not recall the specific value. The patient was treated with unspecified IV fluids. The patient was discharged home approximately three hours later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.